Event description:
It was reported that the ilet user awoke with a blood glucose of approximately 181 mg/dl, meal-bolused for breakfast, and glucose rose to about 253 mg/dl; the user then entered a non-consumed ¿ghost meal¿ to hasten correction and glucose subsequently trended down to about 215 mg/dl, with no symptoms reported; the event involved user behavior affecting therapy rather than a device malfunction and pertained to the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified consistent with an improper or incorrect method related to announcing a ghost meal and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.